Event description:
Pt admitted for outpatient procedure. During x-ray it was noted that a previously implanted mediport had come apart leaving the plastic catheter floating freely away from the injection port. Interventional radiology was necessary to retrieve the free floating catheter. The catheter type is unk.